Event description:
It was reported that while using the bd veritor ¿ sars-cov-2 & flu a+b that there was a false negative. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details if yes¿detailed erroneous results (include # of errors and type): fn covid 4 1. What result did the customer obtain from the bd product? Neg covid. 2. What result was the customer expecting to obtain? Pos covid. 3. Was this a qc, validation, or proficiency test? Patient. 4. Was patient treatment changed as a consequence of the issue with results? Yes. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Unknown. Customer states fn for covid.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false negative results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1333415. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. As per the provided information, understood that the customer got a negative result for covid patient. While inquiring customer informed that they were getting negative result on symptomatic patient, and they repeated the test with the same sample and again got negative results (4 false negative results were reported). Then the patient was tested with other test binaxnow and received positive result. Customer also informed that the patient treatment was changed as a consequence of false negative result. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. Returned product testing was completed and all devices tested had typical intended results. No issues were identified during testing. The complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using the bd veritor ¿ sars-cov-2 & flu a+b that there was a false negative. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details if yes¿detailed erroneous results (include # of errors and type): fn covid 4. 1. What result did the customer obtain from the bd product? Neg covid. 2. What result was the customer expecting to obtain? Pos covid. 3. Was this a qc, validation, or proficiency test? Patient. 4. Was patient treatment changed as a consequence of the issue with results? Yes 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Unknown. Customer states fn for covid.